Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 38mm synergy¿ drug-eluting stent was advanced to treat the lesion. Passage failure was noted while withdrawing the guide catheter and the stent was damaged. The procedure was completed with a 4.00x32mm synergy¿ drug-eluting stent. No patient complications were reported.